Manufacturer narrative:
It was reported to the arjo representative that there was the incident with the maxi move passive floor lift ad passive clip sling. During transfer leg right clip detached from the lift spreader bar causing patient to fall of the sling. As the consequence of the event resident sustained intracranial bleeding and was immediately transported to the hospital. Unfortunately, no information regarding patient's treatment in the hospital has been so far provided. After the event there was an arjo evaluation made at the facility site. Both sling and the lift were in an overall good condition with no signs of wear or functional issues. Functional test of the sling revealed that it was working properly with no excessive wear on the clips. According to the customer "her only guess is that the right leg sling clip may have not been completely snapped in and came off when the resident lifted her leg causing the clip to come off resulting in the fall.". Following all gathered information, the most probable root cause can be related to the way device was operated. The instructions for use for passive clip slings (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: "make sure that: all clips are securely attached"; "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process". Moreover, product instruction for use have been evaluated in terms of the effectiveness for use by volunteers outside of the health care field. The outcome was that the IFU instructions were found to be adequate to enable the caregiver to perform the intended activities safely. All gathered information lead us to conclusion that mentioned clip was incorrectly attached to the spreader bar during the preparation of the patient for the transfer. Based on the product knowledge and a previous simulation provided regarding clip detachment, when the labeling is followed and the sling is placed in the correct way and the instruction of using the system is followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. To sum up, based on the root cause analysis assumptions performed by the facility and manufacturer's technical simulation the main factor, which could contribute to the event was not following the instructions for use as the improperly attached sling clip to the spreader bar could be detached during the resident's transfer. When the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. The system - clip sling and floor lift was used for the patient's treatment and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could cause or contribute to the event however, the misused clip attachment occurred and from that perspective, the system did not work as intended. The complaint was decided to be reportable due to the fact that clip detached during transfer causing patient to sustain serious injury.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to the arjo representative that there was the incident with the maxi move passive floor lift ad passive clip sling. During transfer leg right clip detached from the lift spreader bar causing patient to fall of the sling. As the consequence of the event resident sustained intracranial bleeding and was immediately transported into hospital. No other information regarding patient's treatment has been so far provided.